Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of avx thrombectomy system with no other device. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported an error code occurred during aspiration. During the use of an avx® thrombectomy set in a thrombectomy procedure, a "check saline supply" error message occurred during thrombectomy mode. The procedure was completed with the use of another catheter with satisfactory results. No patient complications were reported.